Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral 100 device displayed a battery inoperable error message. It was reported that the patient's oxygen desaturated. The patient was manually ventilated and the patient was placed on an alternate device, after which, the patient stabilized.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Review of the therapy data revealed multiple occurrences of battery inoperable alarm and disconnection/low pressure alarm, including an occurrence of device disconnected from external power source. When the device is connected to external power, a battery inoperable alarm does not interrupt ventilation. There were no unexpected or abnormal interruptions in ventilation. The device delivered therapy and alarms were activated as expected. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported battery inoperable alarm was due to a defective battery. There is no indication to suggest a device malfunction had occurred that could have caused or contributed to the patient's reported oxygen desaturation event. The astral 100/150 provides the following warning: - "the internal battery is not intended to serve as a primary power source. It should only be used when other sources are not available or briefly when necessary; for example, when changing power sources". Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral 100 device displayed a battery inoperable error message. It was reported that the patient's oxygen desaturated. The patient was manually ventilated and the patient was placed on an alternate device, after which, the patient stabilized.